Event description:
While setting up the tubing for the hotline, one end just fell apart at the connection. Both ends of the tubing set have luer-lock connectors; one male and one female. It appears the threads on the female end do not have enough material and do not grab the mating connector. It just pulls apart if the line is pulled. This was discovered during room setup before the patient was brought to the room. The tubing set was replaced with one from a different lot number without incident. We have two sets from the same lot with the same problem.